Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. (Ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The user facility reported that a 71 yr old male was implanted with a impella cp to support for bridge to transplant. It was reported that bilateral lower extremity ischemia on impella with known illiac disease on non impella leg. Patient decompensated overnight despite fem-fem bypass. However patient subsequently expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.